Event description:
It was reported that the atb35 was used during an unknown procedure. It was reported by the affiliate that the device jammed during the procedure. The pt had to have an extended incision to complete the case.